Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information: the patient tests approximately 15 times a day and manages his diabetes with novolog insulin via insulin pump. Although, he has been diagnosed as a type 1 diabetic, the patient indicated that his pancreas is still producing small amounts of insulin (at any given time) and as a result, his blood glucose can decrease rapidly. The patient's typical blood glucose reading is between "225-300mg/dl". The patient also indicated he suffers from an immune deficiency he referred to as "attaching antibodies" which causes his symptoms to change suddenly and drastically. The patient confirmed the alleged issue occurred on (B)(6) 2012 at 3:15pm. Approximately 15 minutes prior to the start of the alleged issue, the patient confirmed he was experiencing low blood glucose symptoms of sweating and stomach pains. The patient's previous blood glucose result (with the subject meter) prior to the onset of his symptoms, is not known and it is not clear what action the patient took in response to his previous blood glucose reading. It is also not clear if the patient had made any changes to his diabetes management, activity level, or meals before the alleged issue began. According to the patient, immediately following the onset of his symptom, he obtained a blood glucose reading of "360mg/dl" with the subject meter and "220mg/dl" with his contour meter, performed at the same time of each other and using samples from two different fingers. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. In response to his symptoms, the patient indicated he consumed two pieces of candy (specifying the candies were a total of 12 carbohydrates and 12 sugars) soon after. A few minutes after administering treatment, the patient claimed he obtained a reading of "165 or 166mg/dl" with the subject meter (a reading the patient considered to be low), he immediately felt dizzy and lightheaded, and as he was about to contact 911, the patient stated he suddenly "passed out". Several minutes later, the patient indicated he regained consciousness on his own, he was able to contact 911, and the emergency medical services (ems) arrived at approximately 3:30pm. The patient reportedly obtained a reading of "220mg/dl" with the ems's meter and was transported to the emergency room (ER); the patient reportedly did not receive medical intervention from ems. During the patient's time in the ER, the patient indicated he was disconnected from his insulin pump, administered IV fluids, and at an unknown time later given a sandwich (specifying the sandwich was approximately 12 carbohydrates). Thirty minutes after consuming the sandwich, the patient claimed he obtained a reading of "460mg/dl" with the ER's meter. The patient reportedly was released six to eight hours later. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: although the patient's symptoms began prior to the start of the reported meter issue and the patient consumed 2 pieces of candy as self-treatment after the alleged issue began, the patient's symptoms reportedly did not improve and the patient allegedly had "passed out" after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up#1 (05/30/2012)-correction: the following should have read: the products have been returned to lfs on (B)(4) 2012; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Follow-up # 2 (06/01/2012)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.